Manufacturer narrative:
This report is part of a retrospective review and remediation. (B)(4). Sv 3.0b. Pump pass displacement test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case from reservoir tube window corners, stained end cap sticker and cracked case from display window corner. The test infusion set and reservoir does lock into place.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.